Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. A second was inserted. (Event complications unk-reported 3/7/97.) (Pt's current status: unk-rpt'd 3/7/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.